Event description:
New information received notes the patient experienced syncope prior to the atrial lead replacement..

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited no sensing and high pacing impedance. A fracture was confirmed. The lead was capped (B)(6) 2021 and replaced. The patient was stable.